Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for fm was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had fm in the tube.

Manufacturer narrative:
Medical device catalog # is corrected to 367528.

Manufacturer narrative:
This MDR is corrected to include multiple PMA / 510(k) numbers. The original MDR included only #k023331. This is corrected to include the information for the additional PMA / 510(k) number: PMA / 510(k)#: bk050036.